Event description:
The physician reported a drug reservoir volume discrepancy during a routine refill visit. The expected volume was 1.2ml, but 20ml was aspirated. A catheter access port (cap) procedure was performed and indicated that the catheter was patent and in the correct location. It was reported that the discrepancy issue has been observed in each of the past 3 refills but was only reported to flowonix on (B)(6) 2014.

Manufacturer narrative:
The pump remains implanted in the patient. (B)(4).